Event description:
Customer reported one discrepant sample for their sars-cov-2 tma run on panther instrument sn: (B)(4). Customer ran a sample from an asymptomatic patient which resulted positive, then reran the sample three more times, which were all negative. The sample was run once more on a non-hologic platform and resulted positive. Customer did not provide logs, worklists, or sample ids but wanted to know possible causes of these discrepancies. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic technical support (ts) informed customer that logs are needed for review to provide an explanation, but they only wanted to know possible causes. Ts stated that the sample could have been low-target or mishandled. Customer was unable to tell if the retesting was done from the original sample tube or multiple aliquots were tested; ts noted that different aliquots are considered to be different samples and should not be compared. Ts advised customer that this assay is qualitative, so rlu values do not correlate to how much target is in the sample. Customer understood and reported no further issues. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua (B)(4)), aptima sars-cov-2 (eua (B)(4)), and aptima sars-cov-2/flu (eua (B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.